Manufacturer narrative:
Evaluation results: no significant anomalies were identified in the manufacturing records. No conclusion can be drawn. The suspect device was not returned to merit and, therefore, no conclusion can be drawn. Merit monitors events of this type. This is an unusual event with no significant increase in occurrence having been noted.

Event description:
The complaint reported that the gauge of the inflation device stuck at 6 atm. The technician continued to inflate, and the catheter balloon popped. There was no harm or injury to the pt.